Manufacturer narrative:
On (B)(6) 2020, mentor received the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-dec-2019, mentor became aware that the patient underwent explantation and replacement with 240cc smooth mentor memorygel breast implant, catalog # smpx240, right serial # (B)(4) on (B)(6) 2019. Updated method codes to device not returned. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per review of the file, mentor became aware of the following information that was omitted in the previous follow-up report. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-feb-2020, mentor became aware that the patient also had breast pain along with the initially reported capsular contracture. The patient underwent unilateral replacement with 240cc smooth mentor memorygel breast implant, catalog # smpx240, right serial # (B)(4) on 18-nov-2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-feb-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. The device was visually inspected and it was found with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a 270cc mentor memorygel breast implant and experienced postoperative right-sided grade 4 capsular contracture. As a result, the patient requires an unspecified secondary procedure. If more information is received, a supplemental will be submitted if applicable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.